Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's right ventricular lead exhibited out of range low defibrillation impedance values and was reported as a high voltage lead failure. The lead was explanted and replaced. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
External insulation abrasion was noted breaching the rv cable lumen at 49.8 ¿ 50.0 cm from distal tip consistent with friction to the device can. The etfe coating of one rv cable was abraded at this location. This is consistent with the observation from the field of low defibrillation impedance.